Manufacturer narrative:
(B)(4). A follow up reported will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl shut down. There was no reported patient involvement.